Manufacturer narrative:
Repairs have not been completed.

Event description:
Information received indicates bed has intermittent functions working from the left siderail due to a cut siderail cable which exposed bare wiring.